Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.95mm offset at the base. The grips were not found to have cracking damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the customer reported that the plastic on the fenestrated bipolar forceps (fbf) instrument head was defective. There was no reports of patient injury or involvement.